Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display, and had only lines across it. Blood glucose level at the time of the incident was 435 mg/dl, which was treated with manual injection. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.